Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive and there was condensation visible behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was no evidence of damage or contamination on the button contacts. There was evidence of moisture behind the display lens and the pump failed a leak test due to a pump case leak. Evidence of moisture was found in the pump. Unrelated to the complaint, the audio bolus button was found to be unresponsive. There was evidence of contamination found on the bolus button pins. (B)(4).